Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The pulse generator exhibited backup vvi operation. After a device product code download, normal function resumed. The device remained implanted.